Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. The reported difficult to remove-anatomy and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the analysis of the returned device (unable to confirm the reported test the lock issue), a cause for the reported unintended movement associated with clip opened during efaa/testing the lock could not be determined. Additionally, a cause for the reported difficult to remove the clip from the anatomy resulting in tissue injury cannot be determined. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Image resolution poor was related to procedural conditions as imaging quality was reported to be suboptimal. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that tissue damage occurred. The physician decided to place the xtw on the mitral valve. During the first lock test, the clip opened. Therefore, the clip was removed and the procedure was discontinued. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.